Manufacturer narrative:
Device evaluated by MFR. The device has been received for evaluation; an evaluation summary was not available at the time of this report; however, the initial gross examination and x-ray analysis of device indicate the presence of calcification.

Event description:
The company was notified of a size 21 mm mitroflow valve explanted after 5.25 yrs, reportedly due to moderate aortic regurgitation resulting from calcification. The (B)(6) at the time of explant, had the mitroflow valve implanted on (B)(6), 2004, as a participant in the ide for the device. It was also reported that the pt had a mild-moderate mitral valve regurgitation, which was repaired during this intervention. According to the notification, the pt left the o.r. In "normal post-op condition."